Event description:
It was reported that the trigger of the system 7 reciprocating saw got stuck causing the handpiece to run without holding the trigger, during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the trigger of the system 7 reciprocating saw got stuck causing the handpiece to run without holding the trigger, during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, trigger sticks and run-on, was confirmed. A broken trigger spring was determined to be the primary failure. Upon disassembly excessive corrosion was found inside the drivetrain, which likely contributed to the event.